Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse pulled apart the integrated multisensor technology (imt) rotary valve, removed the plug from the gasket, removed the stator, flushed the parts clean and re-assembled. The cse primed the imt well and aligned it. The cse discovered a partially torn sample arm horizontal mount and replaced it. The cse ran imt and sample probe alignments. The cse ran a quick-check and replaced the imt probe due to errors. The cse re-ran quick-check which passed, followed by quality controls. The cause of the discordant, falsely low na, k and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) and potassium (k) and chloride (cl) results were obtained on three patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.